Event description:
The customer reported the system's software wouldn't load. The fse noted the software was corrupted. This error may cause the system to lock up or not to boot. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.